Event description:
Surgeon removing port-a-cath and found it frayed and broken. Presently pt in x-ray to locate and remove remaining portion of catheter. May require transfer to alternate site for removal.